Event description:
Info received indicates that during testing, it was found the pump underinfuses. The account attempted to calibrate the pump, but it will underinfused after calibrated.

Manufacturer narrative:
Testing of the pump indicates it was above volumetric accuracy test parameters. The pump was calibrated to resolve the issue.